Event description:
The customer stated a patient with acute lymphocytic leukemia generated reactive results on the architect anti-hbs and anti-hbc assays but had previously tested negative. In 2009, the patient tested negative for anti-hbs, anti-hbc and hbsag on the architect analyzer. The patient received four blood transfusions between 17 days at approximately six weeks after the test. At about one week after the transfusion, the patient was reactive for anti-hbs (44 miu/ml) and reactive for anti-hbc (10.8 s/co) but remained negative for hbsag. The patient does not have any hepatitis clinical symptoms and the chemistry values were normal. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). No testing was performed. Analysis of labeling and manufacturing/testing records was performed. No returns were received for investigation. A review of the manufacturing and testing records for reagent lot 73137lf00 did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. A review of complaints did not identify any adverse trends for this complaint issue or the product lot. The patient exhibited a (B)(6) on (B)(6) 2009 after numerous blood transfusions. The patient has no history of past hbv infection and hbv test results were (B)(6) on (B)(6) 2009. It is unlikely that the patient (B)(6) in the short time period between the two blood draws. It was suggested that the initial profile of the (B)(6) 2009 may reflect (B)(6). The customer was instructed to repeat testing for serological hbv markers, including hbe/ anti-hbe and hbv-nat. As recommended by the package insert, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The customer stated that the patient was diagnosed with acute lymphatic leukemia (all). Based on previous testing performed, there is no indication that this disease state may impact the immunoassays in question but this possibility cannot be excluded completely. The unusual sero-profile of this patient does not allow for final patient disposition without additional testing. Based on the results of this investigation, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list # 7c18 architect anti-hbs, that has a similar product distributed in the us, list # 1l82 architect ausab. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.